Manufacturer narrative:
One video was received by our quality team for evaluation. In the video separation from the catheter could not be seen. A device history record review could not be performed on model 2423-0007 because a lot number was not provided by the customer. A thorough investigation could not be performed due to no sample being received. This leads to no root cause being determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 10d 4ss 4ss 2g-4wspk cv tubing kinked and separated from the catheter and stopcock. The following information was provided by the initial reporter: we have had issues with the alaris IV tubing since the rollout. The tubing often seems to kink, come apart from IV catheters and at stopcocks. Today I was called in to an or where we were caring for a critically ill, infected patient, and the IV tubing could not stay intact. The anesthetist told me this was not the first time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 10d 4ss 4ss 2g-4wspk cv tubing kinked and separated from the catheter and stopcock. The following information was provided by the initial reporter: we have had issues with the alaris IV tubing since the rollout. The tubing often seems to kink, come apart from IV catheters and at stopcocks. Today I was called in to an or where we were caring for a critically ill, infected patient, and the IV tubing could not stay intact. The anesthetist told me this was not the first time.